Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, sensor wire was missing. Patient believes that sensor may still be inside his skin but patient states that he experiences no discomfort and no pain at the insertion site. Dexcom is seeking to obtain cgm's data from patient in order to investigate cgm readings around the time of the event at the time of his call to dexcom technical support, patient reported that he was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.